Event description:
Info received indicates the left siderail is not latching.

Manufacturer narrative:
The tech found the siderail plate assembly was bent slightly, preventing the siderail from latching. He replaced the siderail assembly to repair the bed.